Manufacturer narrative:
The returned device was evaluated and the device ran to pulse width timeouts before generating an 0x14 occlusion alarm. Inspection of the device found no damages or defects that would contribute to the device alarming. The cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dehydration and extreme dizziness. The patient reports they received an occlusion alarm while wearing the pod. Once at the hospital the patients blood and urine were tested. The patients lisinoprils medication was lowered. The patient was at the hospital for 2 hours.